Event description:
Procedure: urogynecological. According to the rptr: the pt's attorney alleged that the pt has experienced multiple symptoms, including but not limited to vaginal pressure and pain, vaginal bleeding, and/or dyspareunia.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product information previously unknown received and revealed to be for a product not manufactured by medtronic.